Event description:
It was reported that during a 1st metatarsal fusion, surgeon inserted a 1.25mm guide wire and started to drill. The drill bit snapped the wire. No pieces were left in the patient. The procedure was completed successfully without any harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes: hty. Without a lot number the device history records review could not be completed. The product evaluation visual inspection revealed that this device was received as two broken pieces, measuring approximately 117.00mm and 33.00mm in length. Multiple indentations can be seen on the 33.00mm section of the guide wire. The damage at the break-point appears to have been caused by the jaws of the guide wire extraction device.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: (B)(4).

Event description:
This is report 1 of 1 for this complaint (B)(4).